Event description:
A customer reported that during a vitrectomy procedure, seven to ten bubbles were noted inside a pt's eye. The doctor indicated that it appeared that the bubbles were originating from the air/fluid exchange valve. The line was clamped to stop the flow of air. The case was completed without harm to the pt. However, the surgeon had difficulty performing the procedure due to the bubbles and the case was prolonged 10 to 15 minutes. This is the first of two medical device reports for this facility.

Manufacturer narrative:
The sample has been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4). This report was mailed to FDA on: (B)(4) 2012. The manufacturer internal reference number is: (B)(4).